Manufacturer narrative:
Investigation: bd has been provided with photos for catalog: 304622, lot: 190527 to investigate for this record. Visual examination of the photos show a grey round particle in fluid pathway of the syringe. Based on the results and since device history review shows no evidence, abnormalities and no issues during needles manufacturing related to coring effect. This coring effect is unlikely to be caused by poor or insufficient de-burring process of the cannula. As part of the fraga cannula incoming inspection, visual examination, measurements, and penetration tests are performed. The stopper conditions and the handling cannot be excluded to play a role which could have some potential implication in the coring effect issues. Since most of the needles have a short bevel like the reported one, the needle should penetrate the stopper at 90ºc to minimize risk of catching internal wall of vial stopper. As this is the first time this lot has been reported, no corrective action s are required at this time.

Event description:
It was reported that foreign matter occurred during use with a bd microlance¿ 3 needles. The following information was provided by the initial reporter, "after inserting marcaine 0,5% 5mg/ml inj sol 5x20ml into the syringe, staff has multiple times noticed tear-off of pink rubber residues (chlorobutyl or bromobutyl cap) in the syringe."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred during use with a bd microlance¿ 3 needles. The following information was provided by the initial reporter, "after inserting marcaine 0,5% 5mg/ml inj sol 5x20ml into the syringe, staff has multiple times noticed tear-off of pink rubber residues (chlorobutyl or bromobutyl cap) in the syringe."